Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that during a routine follow up upon interrogation the right ventricular pacing lead was not capturing at maximum outputs in unipolar and bipolar configuration. The lead impedance measurements and sensing were within normal range. A lead dislodgement was suspected. The patient was booked for a lead revision in the future. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.